Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4 and a larger posterior flail. A xtw clip was implanted successfully, reducing mr to trace. On (B)(6) 2023 the patient returned for a routine follow-up appointment with no symptoms. An echocardiogram was performed and revealed recurrent mr with grade 4 and that the mitraclip xtw had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). On (B)(6) 2023, a secondary mitraclip procedure was performed. A mitraclip was implanted to stabilize the slda clip. No additional information was provided.